Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a right atrial lead that dislodged. The lead was explanted. The patient did not experience any adverse events before or after the procedure.